Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 18feb2019. The field service engineer (fse) evaluated that the device. The fse verified that the touchscreen was not able to calibrate. The fse replaced the touchscreen assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the ventilator had a touchscreen issue. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.